Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not responding. Customer¿s blood glucose was 358 mg/dl. Customer stated that battery cap had no damage but display did not return after restart. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.